Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) kept going off. In addition, the patient claims that the device kept giving the patient shocks and throwing patient on the ground about ten times. Also, the patient had gone thrice on surgery due to shock kept going off. This device was explanted. No additional adverse patient effects were reported.